Event description:
It was reported that the patient experienced a hypoglycemic event with a lowest blood glucose of 43 mg/dl after starting a replacement ilet device and not recognizing the need to complete the learning phase; the device alerted to the low and the patient¿s glucose was corrected with oral glucose, with glucagon available, and glucose subsequently recovered to 97 mg/dl. Symptoms included none reported. Outcomes included no outside assistance and no medical intervention or hospitalization. Investigation included complaint handling, user interview, and troubleshooting with education on proper setup and expectations for the learning phase. Investigation of this case revealed user-related setup and use confusion associated with initiation of a new device, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with contributing user error related to device setup and learning-phase expectations. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.